Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a device in backup operation was returned. Analysis of device image found the device went into backup mode due to a watchdog error. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.